Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed.the omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that he was hospitalized for food poisoning after going out to dinner and was diagnosed with diabetic ketoacidosis (dka). At the hospital his blood glucose reached 600 mg/dl with the hospital's meter and it read high (> 500 mg/dl) with the pdm. Patient was treated with an insulin drip and fluids. He stayed in the hospital for a day and half before being released.